Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked. During preparation of parenteral nutrition the drip chamber tubing was observed to have separated from the infusion set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: remove: "set leaked" (there was no report of leak). H6: medical device problem codes: remove a050401: correct to a0501. H6 component code: remove g04034: correct to g04134 and g04026. H4: the lot was manufactured in july 2022. H10: the device was received for evaluation. A visual inspection was performed which revealed a disconnection between the tubing and the drip chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during a manual assembly process step. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.